Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump screen sometimes goes black. The customer¿s blood glucose was 6.1 mmol/l. The customer stated that the insulin leaks at reservoir connection. The customer also stated that the insulin pump had insulin flow blocked alarm each time after set change. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected insulin flow blocked alarms, no delivery or occlusion alarms or blank display anomalies noted during testing. Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. (B)(4).